Event description:
Customer reported via phone, the insulin pump was alarming compromised force sensor system. Customer stated the device alarmed while she was attempting to prime a new reservoir. Customer's blood glucose was 250 mg/dl. Customer stated she was currently hospitalized due to stroke. Customer stated she had a new insulin pump but still hadn't used it. Customer was advised to get the setting so new insulin pump can be programed. Customer isn't returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.